Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation. The pod generated a hazard alarm indicating rotational sensor maximum open count exceeded. The rotational sensor failing to transition was observed with no timeouts, indicating a rotational sensor malfunction. The printed circuit board (pcb) was observed to be corroded, and all three batteries were measured to be low along with fluid contamination being observed on the commutator cap. The fluid path was tested for leaks, but no leaks were found. The contaminated commutator cap directly caused the rotational sensor malfunction resulting in the alarm and the corroded pcb led to low battery voltages. The cause of the pcb corrosion and contaminated commutator cap cannot be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the pod failed due to an error code. The device evaluation found corrosion on the pcb.